Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient was still showing as admitted despite being discharged a week prior and remained visible on pyxis. A technical support specialist (tss) dialed into carefusion coordination engine (cce) and identified the patient was admitted under two different visit identifiers (ID), with one discharged and the other still active. The tss recommended that the user discharge the duplicate record to resolve the issue. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es discharged patient was still displayed on the device. The customer attempted troubleshooting and tried to remove the patient from the patient list; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.